Event description:
Journal article reported discrepant blood glucose values obtained from the inform system when compared with laboratory tests when testing was performed on the same blood samples. No specific data were reported . The article reported discrepancies of greater than 10 mg/dl for blood glucose values of 70 mg/dl and discrepancies of greater than 10% for blood glucoses of 141 mg/dl and 237 mg/dl with ascorbic acid concentrations of 5 mg/dl and 10 mg/dl. The article did not report any adverse events as a result of the discrepant values. Since the discrepant results were not reported to the MFR at the time the study was performed, no request could be made for return of the suspect device.

Manufacturer narrative:
Study was performed on heparinized venous specimens drawn 12-24 hours before the study and on discarded, heparinized blood gas specimens. Article: "evaluation of the impact of hematocrit and other interference on the accuracy of hospital-based glucose meters" by karon, brad s., et. Al. In diabetes technology & therapeutics, volume 10, number 2, 2008.